Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. A philips remote service (rse) confirmed the issue with the customer. The rse determined that the os disk on the suite was not booting up and the software needed to be reloaded. A philips field service engineer (fse) inspected the system onsite and determined that the fault was due to the flexspot-pc not starting up. Analysis of the logfile confirmed the flexspot-pc malfunction. To solve the issue the fse switched the position of the operating software (os) hard disk, after which the flexspot-pc started normally. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue regarding the flexspot-pc occurred when the system was not in clinical use. As per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not turn on. The device was outside of clinical use at the time of the reported event . No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. The fse cleaned all the connections and switched the position of the os hard disk. The system was returned to use in good working order.